Event description:
An unknown aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel morphology is unknown. It was reported that the patient presented emergently with back pain. The aneurx bifurcate was seen to have migrated distally as a result of neck dilatation to 33 mm. The migration caused a type ia endoleak. The physician implanted two endurant cuffs to resolve the leak. Two cuffs were implanted, as one cuff alone was not long enough to reach the renal arteries. The two cuffs were later seen to have migrated downward a centimeter, and the patient received a further implant of another endurant to resolve the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).